Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to prosthetic mitral valve stenosis. It was identified, through review of source documentation provided, that the valve was heavily calcified on all three leaflets. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.